Event description:
It is reported that a customer was hospitalized for a high blood glucose level. The patient's blood glucose level was not recorded at the time of the call. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting but did not have a tubing clamp. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. The customer was assisted with replacing the reservoir and infusion set to solve the problem of the no delivery alarm the customer received from the insulin pump. The customer's pump was rewound and seemed to be working as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.